Event description:
It was reported to philips that the device was unable to calibrate the co2 ad that the cell pressure will not read higher than 27 mmhg. There was no reported patient or user involvement and no adverse patient/user impact.